Event description:
It was reported prior to use of bd vacutainer® urinalysis transfer straw kit, 1 needle was separated from the straw. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. A visual examination of the photo revealed the presence of an extra straw and needle assembly, with the holder missing from this assembly. The correct packaging was used. Additionally, 10 retained samples were inspected, all of which had no needle separation and all correct components were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates prior to use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® urinalysis transfer straw kit, 1 needle was separated from the straw. There was no health impact or consequences reported.